Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No excessive no delivery alarms or motor error alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had intermittent button response due to a flattened esc button and act button dome switch. The keypad connector was fully locked. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was 600 mg/dl at the time of incident. Troubleshooting found that the pump did not pass the high pressure test twice. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.